Event description:
Complainant alleged that while analyzing the heart rhythm of a patient (age & gender unknown) the device returned a "no shock advised" message but then charged energy. Complainant indicated that the clinician obtained another device to continue treating the pt. Complainant indicated that there was no adverse effect to the pt due to the reported malfunction.